Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited inconsistent shocking impedance measurements. Technical services suspected a lead connection issue.